Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing and aspiration testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While attempting to aspirate the sheath after the dilator and wire were pulled out of the sheath, an air was seen being pulled into the syringe. The physician attempted aspirating the sheath multiple times but noticed air in the syringe each time. After the third attempt to aspirate the air out of the sheath, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While attempting to aspirate the sheath after the dilator and wire were pulled out of the sheath, an air was seen being pulled into the syringe. The physician attempted aspirating the sheath multiple times but noticed air in the syringe each time. After the third attempt to aspirate the air out of the sheath, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.